Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 250 mg/dl, 135 mg/dl, 85 mg/dl, mg/dl, 409 mg/dl at time of incident and current blood glucose was 152 mg/dl and targeted blood glucose was 120 mg/dl to 140 mg/dl, 100 mg/dl to 130 mg/dl. Customer treated with insulin pump for high blood glucose. Customer was assisted with troubleshooting. Customer reports the symptoms related to their high blood glucose such as thirst and fingers tingling. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance field. Customer was able to perform high pressure test at that time. Customer reports they performed the high pressure test and insulin pump alarmed. The insulin pump will not be returned for analysis.